Manufacturer narrative:
For the reported malfunction, lot number was provided. The sample was not returned for evaluation and medical records were provided. Obstruction within device was confirmed for the device. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced obstruction with device. This report was received from a single source. This malfunction did involve patient with no patient consequences. The patient is 36 years of age, male; however, the patients weight was not provided.